Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported from the pediatric newborn unit that while putting together tubing in a sterile field for uvc fluids to be infused on an infant , the nurse noted that the quad fuse had a micro crack with an uneven surface on the top of one of the ports. The nad would not attach correctly. So before fluid was spiked, a new quad fuse was opened for the nurse and dropped into sterile field. IV tubing was then able to be attached correctly and fluids were then hung on patient.

Manufacturer narrative:
Patient information requested but not provided. Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that while putting together tubing for uvc fluids in a sterile field, the nurse noted that the quad fuse had a broken port. The nad would not attach correctly. So before fluid was spiked, a new quad fuse was opened for the nurse and dropped into sterile field. IV tubing was then able to be attached correctly and fluids were then hung on patient.